Event description:
It was reported that on (B)(6) 2021, the t-handle with ratchet wrench and with torque limiter has a failed calibration. There was no patient involvement. This report is for a torque limiter handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initial reporter is a synthes employee. A service and repair evaluation was completed: the customer reported that the t-handle with ratchet wrench and with torque limiter has a failed calibration. The repair technician reported the device failed calibration. The torque test failed high. The item will be repaired and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.